Event description:
"Programme to infuse tpn 2006ml for 24hr at rate 83ml/hr. After 24hr infusion, still have 1000ml solution remained in the container. Using fnc1117b with 1c8363 0.22um filter. Bme had checked the pump and pump works fine." There was no pt injury or med intervention required.